Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26685. It was reported the pt is not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and showed the lead has migrated. Pt denies any trauma of falls. Follow up info identified the scs system was explanted per the pt's request.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.